Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on the investigation findings, the root cause of reported event was attributed to a defective component, likely due to corroded or damaged motor bearings. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 3 is blocked (e22), when starting patient circuit 2. The issue occurred during procedure. There is no report of patient injury.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6) india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, the patient pump 2 has been replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.